Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the black box indicated multiple recurring reboots had occurred. The returned battery cap and a test battery cap were both able to secure properly to the pump. The battery cap contacts were within required specifications. The pump powered on normally and completed a 24 hour duration test with no power interruptions occurring. The pump was opened and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed a hairline crack in the battery compartment and a crack in the pump casing. (B)(4).